Event description:
Unomedical reference number (B)(4). Event occurred in the united kingdom. It was reported that patient faced five infusion set fell off events during use on (B)(6) 2024 and (B)(6) 2024. The set was used for 24-48 hours. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 4 of 5.